Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Patient weight not available from the site. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. Representative checked the logs and mentioned that the m button was not being held long enough by the site to complete the calibration which caused the system to reset the motion calibration. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that during a spinal fusion procedure the imaging system displayed a motion calibration message twice in a row before being able to use it in case. System functioned normally after second calibration and the site was able to close the system around the patient. The procedure was completed with the use of imaging. There was a delay of 10 minutes. No impact on patient outcome.